Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur. Under care and handling of instruments is states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance."

Manufacturer narrative:
Health hazard evaluation was performed. The root cause was attributed to improper surgical technique.

Event description:
It was reported patient underwent phoenix: retrograde femoral nail procedure on (B)(6) 2013. While the surgeon was utilizing the connecting bolt the tip fractured and fell into the wound and was retrieved. No further information has been received.